Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, adhesions and inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, fistula, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Addendum #2: h11: this supplemental emdr is submitted to update the UDI no. And to correct the date of implant, relevant tests and lab data . Updated fields: b4, d4 (UDI no), g3, g6, h2, h10, h11 corrected fields: d.6a (date of implant), b6 (relevant tests and lab data). This supplemental emdr represents sepramesh ip (device #1). An additional supplemental emdr was submitted to represent sepramesh ip (device #2).

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip (x2) (device #1, #2). Per operative notes, ¿there were flimsy adhesion between omentum and the anterior abdominal wall were taken down. Adhesiolysis was completed. Large skin flaps were raised bilaterally over the fascia. A component separation was performed. The hernia defect was measured and repaired with two pieces of dual mesh (device #1, #2). The sepramesh ip (device #1) was sewn to the undersurface of abdominal wall on the left with interrupted mattress suture. The sepramesh ip (device #2) was sewn to the first with overlapping mesh in the middle using sutures. The hernia repair was then completed using the contiguous piece of mesh in same fashion on left side.¿ (B)(6) 2017 - patient was diagnosed with fistula and infected mesh thereby underwent open repair with removal of mesh (device #1, #2). Per operative notes, "there were multiple adhesions of the bowel and omentum to the anterior abdominal wall. Adhesions off mesh were removed. Two prosthetic fistulas were identified which included one from the colon to the mesh, and then there was an enter prosthetic fistula, was proximal to the terminal ilium, bowel off the mesh and separated the fistulas. Right hemicolectomy was performed, mobilizing the right colon off the retroperitoneal adhesions, freeing up the omentum and then transected the small bowel proximal to the fistula. Mesenteric defect was closed with a suture. The old mesh (device #1, #2) and sutures were removed, closed the anterior abdominal wall with sutures.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, bowel obstruction, and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, adhesions and inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, fistula, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d1 (brand name), d4 (product catalog no), d.6b (date of explant), e1 (complainant name), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents sepramesh ip (device #1). An additional emdr was submitted to represent sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip x 2 (device #1, #2). Per operative notes, ¿there were filmsy adhesion between omentum and the anterior abdominal wall were taken down. Adhesiolysis was completed. Large skin flaps were raised bilaterally over the fascia. A component separation was performed. The hernia defect was measured and repaired with two pieces of dual mesh(device #1, #2). The sepramesh ip(device #1) was sewn to the undersuface of abdominal wall on the left with interrupted mattress suture. The sepramesh ip(device #2) was sewn to the first with overlapping mesh in the middle using sutures. The hernia repair was then completed using the contiguous piece of mesh in same fashion on left side.¿ (B)(6) 2017 - patient was diagnosed with fistula and infected mesh thereby underwent open repair with removal of mesh (device #1, #2). Per operative notes, ¿there were multiple adhesions of the bowel and omentum to the anterior abdominal wall. Adhesions off mesh were removed. Two prosthetic fistulas were identified which included one from the colon to the mesh, and then there was an enteroprosthetlc fistula, was proximal to the terminal ilium, bowel off the mesh and separated the fistulas. Right hemicolectomy was performed, mobilizing the right colon off the retroperitoneal adhesions, freeing up the omentum and then transected the small bowel proximal to the fistula. Mesenteric defect was closed with a suture. The old mesh (device #1, #2) and sutures were removed and closed the anterior abdominal wall with sutures.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, bowel obstruction and emotional injuries.